Event description:
This is follow up #1 to report on 31/may/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿peristomal hernia¿ surgery and was implanted with a strattice device lot ¿s11078-149¿ on (B)(6) 2013. The patient underwent an ¿exploratory laparotomy, lysis of adhesions, resection of colon remnant, colostomy & part of terminal ileum, resection of small bowel diverticulum, repair of large complex parastomal hernia with stomal relocation & placement of biologic mesh¿ on (B)(6) 2018. The patient was implanted with a second strattice device lot ¿sp100576-342¿ on the same date due to ¿parastomal hernia.¿ the patient underwent an ¿exploratory laparotomy, lysis of adhesions, resection of colon remnant, part of terminal ileum & small bowel diverticulum, repair of large complex hernia with stomal relocation & placement of biological mesh (20 x 30 strattice mesh); excisional debridement of abdominal wound including skin & subcutaneous tissues of a wound measuring 20 x 10 x2 cm.¿ on (B)(6) 2018. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal discomfort & tenderness.¿ patient ¿has been hospitalized & undergone painful procedures leaving open abdominal wounds.¿ ¿a home healthcare nurse packed & unpacked [the patient¿s] open wound approximately twice a day. [Patient¿s spouse] also packed & unpacked [their] open wound as well as changed [their] wound dressings.¿ patient¿s ¿stomach is scarred & disfigured causing [them] embarrassment.¿ patient ¿currently has two hernias & is fearful [they] will need surgical intervention.¿ ¿these injuries contribute to [the patient¿s] anxiety & depression.¿ the patient underwent a ¿repair of peristomal hernia using strattice mesh¿ between (B)(6) 2013 and (B)(6) 2013. The patient received a ¿CT ab/pel: right lower quadrant ostomy in place with a large parastomal hernia which contains loops of small bowel, also a small fat containing supraumbilical ventral hernia¿ on or about (B)(6) 2016. The patient received treatment for ¿pain from large parastomal hernia that is not reducible, without obstruction or gangrene; recommend open repair with stoma relocation to other side¿ in 2016 and on or about (B)(6) 2017. The patient was treated for ¿parastomal hernia without obstruction or gangrene; recommend repair with stomal relocation & placement of biological mesh¿ on or about (B)(6) 2018. The patient received treatment for ¿exploratory laparotomy, lysis of adhesions, resection of colon remnant, colostomy & part of terminal ileum, resection of small bowel diverticulum, repair of large complex parastomal hernia with stomal relocation & placement of biologic mesh: (20 x 30 strattice mesh)¿ from (B)(6) 2018 to (B)(6) 2018. The patient had an ¿excisional debridement of abdominal wound including skin & subcutaneous tissues of a wound measuring 20 x 10 x 2 cm (due to some necrotic tissue & non-healing of the skin)¿ on or about (B)(6) 2018. The patient received ¿home healthcare post 2018 hernia surgeries: abdominal wound care¿ in 2018. The patient received a ¿CT abd/pel: stable anterior abdominal wall hernia¿ on or about (B)(6) 2019. The patient was treated for ¿anxiety & depression¿ between ¿does not recall¿ and 2024, and from approximately (B)(6) or (B)(6) 2024 to present. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice firm on (B)(6) 2013 and 2nd strattice firm on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for 2nd strattice firm.

Manufacturer narrative:
A review of the device history record for strattice lot sp100576 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice firm on (B)(6) 2013 and 2nd strattice firm on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-27335). This emdr is being submitted for 2nd strattice firm.